Manufacturer narrative:
Age at time of event: 18 years or older. Promus element plus mr ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the seventh and eighth proximal strut lifted and pulled distally. The undamaged crimped stent (od) outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis on 03jul2019. It was reported that crossing difficulties were encountered. The target lesion was located in severely tortuous and severely calcified left circumflex artery. A 2.50 x 28 mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.